Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-dec-2021, serial#: (B)(4), UDI #: (B)(4), dev rtn to MFR? No. Mfg date: 20-aug-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) when the tether was removed, the leadless ipg dislodged and migrated into the pulmonary artery (pa). The leadless ipg remains in the pa, and will be removed at a future date. A new leadless ipg was placed successfully and remains in use. No patient complications have been reported as a result of this event.